Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of no image displayed was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor communication occurred due to cable failure and the image was not displayed. It is likely that the water penetrated from the puncture on the cable and the cable failed. In addition, it was also noted that poor watertightness occurred due to puncture on the cable. This defect has no potential to cause or contribute to death or serious injury if the malfunction reoccurred. About flooding into the cable, the phenomenon can be prevented by following the contents of the instruction manual which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received; however, the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head was unable to display image during preparation for use. There was no patient harm or user injury reported due to the event.